Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 220 mm. Vessel tortuosity was reported to be moderate with no calcification. It was reported that the delivery catheter of the iliac stent graft was lubricated before insertion into the old 16 french cook sheath. The delivery catheter was positioned, and there was resistance during deployment. It was reported that the delivery catheter separated at the proximal end of the torque handle, but the graft cover did not break. The device was removed from the patient, and a 16 mm diameter x 8.5 cm length iliac limb and a 16 mm diameter x 5.5 cm length iliac extender cuff were used to complete the case. The left hypogastric artery was unintentionally occluded during the procedure. Final angiogram demonstrated no endoleak and exclusion of the aneurysm. No additional clinical sequelae were reported, and the patient is reported to be fine. It is unknown if the device will be returned to medtronic ave for analysis.